Event description:
Sharp edges. It was reported that the accessory channels have very sharp edges, some sharper than others. (Can this cut the user or patient).

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from 7/1/2006 to 7/1/2008 were the scope of this retrospective review. These events are being submitted under exemption #(B) (4). There is 1 event associated with this event type (malfunction) and product code fqo.